Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a loss of capture. Imaging did not reveal dislodgement. The lead was explanted and successfully replaced. There were no patient consequences.